Event description:
Customer's father reported that in early (B) (6) 2010 his daughter experienced a seizure during her birthday celebration. He further reported he believed the seizure was caused by one of her freestyle lite blood glucose meters and test strips, but he wasn't sure which one because she owns six of them. He further reported he didn't actually know what caused the medical event, but did not wish to continue troubleshooting or provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: the serial numbers of the meters are unknown, so the date listed as the MFR date is the date when abbott diabetes care became aware of the medical event.